Manufacturer narrative:
Additional information: patient demographics provided. There was a reported delay to the procedure of half an hour due to this issue.

Manufacturer narrative:
The battery charger cable was returned to the manufacturer for analysis. The visual inspection noted that the cable had visible evidence of electrical overstress.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The battery trays 6, 7, and 8 had blown fuses. The fuses were replaced and the representative attempted to plug the j7 into the power charger but it sparked. The charger enclosure and fuses on the battery packs were replaced. The fuses in the power tray were also replaced along with the power conversion board. The issue resolve. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect parts have been returned to the manufacturer for evaluation, however, results are not available at this time.

Event description:
A medtronic representative reported that while in a procedure, after taking an anterior posterior (ap) a popping noise was heard and the pendant turned black. The site could then smell a burning smell and the imaging system seemed to be hot. It was not possible to move the system and there was a low battery error. There was no impact on the patient outcome as a result of this issue. No additional information was provided.

Manufacturer narrative:
Both battery charger enclosures were returned to the manufacturer for analysis. Analysis found that the one charger enclosure failed the supplier's visual inspection; found capacitors on charger backplane board burned and damaged. Analysis found that the other power conversion enclosure failed the supplier's functional test; supplier reported unit blew up at start of test. Analysis found that the reported event was related to a electrical issue.